Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the hcp called and said patient had a refill and it led to a pocket fill. The pump was then refilled and the patient came back in reporting withdrawal symptoms and the pump was empty. The pump was then filled again by the refill team. The patient went in to hcp's office on (B)(6) 2024. The expected reservoir was expected to be 16.5ml but the pump was empty. They refilled the pump for the 3rd time in their own office. When the patient returned on (B)(6) 2024, the patient told the office his pump was empty. When they withdrew using a refill kit-the pump was once again empty. They refilled with saline at this appointment. There was a catheter access port (cap) study done and it was successful (unknown on date). There was no surgical intervention performed or planned at this time. The issue had not resolved at the time of this report with patient's status as "alive-no injury". The patient's weight and medical history was asked but made unknown. Additional information was received from the company representative (rep) regarding the patient receiving morphine (unknown) 1500 mcg/ml at 285 mcg/day via an implantable pump for spinal pain indications. The company rep reported potential pump over infusion; the company rep stated that pump had been empty multiple times when refilling and there was an expected residual volume. Company rep stated that the hcp that typically does the refills assumed that there was a pocket fill when the issue first presented but the pump had been empty at multiple refills since the first instance. The company rep mentioned that they did a successful catheter access port (cap) study yesterday. The company rep stated that patient's pain relief was worse and they had had some symptoms of withdrawal. Additional information from the company representative (rep) reported that the doctor today brought the patient in and refilled the pump with at least 15ml of saline and watched the patient for 4 hrs. The company rep stated the patient while waiting accessed his pump site with a needle stating he was trying to remove seroma fluid. The company rep stated the doctor noticed more needle marks on his pump site. The company rep stated the doctor aspirated the pump reservoir and it was empty. The company rep was wondering about flow specs and discussed 1ml/hr max.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that on (B)(6) 2025, the patient was scheduled to explant the whole system. The rep had requested to the office that the pump be given to him for third party analysis. The office notified the rep that the patient went to the emergency room (ER) and the pump was removed on (B)(6) 2024. He reported to the office that the hospital gave him the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer via a company representative (rep) and it was noted the patient would not return the pump. He had informed the office that he was going to send it in for his own analysis. The patient has it in his possession and would not return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of the volume discrepancies was determined to be due to the patient accessing his pump and pulling the drugs out. Actions/interventions that were taken to resolve the volume discrepancies included the office deciding to not refill the pump, leaving saline in.